Event description:
It was reported that at 652 joules 8 seconds while using the surgical fiber during a prostate procedure, a charring smell emerged; the laser tip kinked and a part fell off. Upon additional follow-up, it was reported that the tip fell off inside the patient and was retrieved. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.